Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As the customer could not complete the pump system check with tandem technical support due to not having additional pump supplies, a cause of the event could not be determined. Blood glucose was 190 mg/dl.